Event description:
As reported by a dr, a pt developed canaliculitis after insertion of an oasis medical, inc. Form fit hydrogel canalicular plug. Reported observation: pt developed canaliculitis on the left lower lid after insertion of an oasis medical, inc. Form fit hydrogel canalicular plug. Product lot number: lh1006b, product inserted in 2007, date of complication: 2008, reported to oasis medical, inc two weeks following complication.

Manufacturer narrative:
A review of batch production and sterilization records shows that there were no remarkable events, anomalies or nonconformance's during production of form fit hydrogel canalicular plug, lot number lh1006b. This is the only customer who has reported any adverse events from this lot. Conclusion: as a result of investigation results, oasis medical cannot definitively determine that form fit hydrogel canalicular plug, lot number lh1006b was directly or indirectly responsible for the reported observation of canaliculitis. Issues have been resolved at this time for the pt. Correction to initial reported issued due to a duplication of MFR report 3. Changed MFR report # from 2083373-2008-00001 to 2083373-2008-00005.